Event description:
Right-side capsular contracture baker grade 3.

Manufacturer narrative:
Sientra complaint #: (B)(4). At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Sientra complaint #: (B)(4). Additional information: h10. Sientra requests to void this medical device report. This event was already reported under MDR# 1651189-2025-09186.